Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Fmea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step #ra13. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 3). The instructions-for-use under baw2800548 revision 3 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed calling from neonatal intensive care unit (nicu) about low/marginal flow message on the arctic sun device screen. Guided to system diagnostics, system hours 1969, pump hours 1856, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 1lpm. Explained correlation between heater capacity and flow rate. They will call back if the flow rate (fr) dips below 1lpm. Per follow up information received via task on 29may2025, transferred to charge nurse who stated this low flow message was a common question with a lot of the staff. They confirmed the message was in a yellow banner on the screen and has discussed with their tm that this was not unusual for neonate-programmed units. They had been providing this education to the arctic sun-trained staff. They were not able to confirm if the flow rate went above 1.0 lpm during that treatment as they were not attending the patient, but confirmed they would let therapy continue running with that flow rate. They do not have any pads for return, and they could not provide a serial number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed calling from neonatal intensive care unit (nicu) about low/marginal flow message on the arctic sun device screen. Guided to system diagnostics, system hours 1969, pump hours 1856, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 1lpm. Explained correlation between heater capacity and flow rate. They will call back if the flow rate (fr) dips below 1lpm.